Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle, instead it would lock-up. The device could not be powered off by using the power button. In this state, the device would not be able to provide therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the reported issue was due to an inoperative single board computer (sbc) on the system pcb assembly.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle, instead it would lock-up. The device could not be powered off by using the power button. In this state, the device would not be able to provide therapy, if it were needed. There were no reports of patient use associated with the reported event.